Event description:
It was reported that, during the implant procedure, the system had difficulty converting the induced arrhythmia. Two attempts were made and both required 80j to successfully convert the induced arrhythmia. The fluoroscopy showed that the electrode was further right than the doctor had originally planned. The electrode was then re-positioned center sternum. Another defibrillation threshold test was done. The testing failed at 65j but was successful at 80j. Technical services advised this may be due to the long sedation time and recommended testing at another date. There were no additional adverse patient effects. The system remains implanted.